Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoroscopy functions (ffb) pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up, exhibited an error and appeared to continue to expose without any production or emission of x-ray. A reboot was required in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.